Manufacturer narrative:
A batch history review was carried out which demonstrated no indication of manufacturing related defects on the guidewire that may have contributed to the event. The device was manufactured to the correct specifications. No conclusion can be drawn as to why the event occurred as the guidewire involved in the incident was not returned and analysis was not possible. The device as a whole was successfully recovered from the patient, no part of the guidewire left in the patient's vessel.

Event description:
An incident report was received from our customer detailing the following: "it was reported that the procedure was to treat a chronic total occlusion (cto) of the tibial artery. After entering the artery with a guide wire and catheter, the cto middle segment was entered with the ht connect 250t guide wire and dilatation was performed with a non-abbott catheter. As further progress of the ht connect guide wire and balloon catheter was not possible, the physician decided to exchange the guide wire for another one, leaving the balloon in place. The guide wire could not be retrieved as strong resistance was felt during retraction, so tweezers or a similar device were used and force was applied to remove the guide wire from the anatomy. After retraction of the guide wire, the tip was observed to be unraveled/unbraided. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided."